Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient has experienced failure of primary closure and requires excision of the central portion of the sling. No further information was provided.

Manufacturer narrative:
(B)(4) . It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and a sling was implanted to treat urodynamic stress incontinence and mixed urinary incontinence concurrently with a cystoscopy the patient has experienced failure of primary closure and requires excision of the central portion of the sling. The patient continues to experience slow voiding and slight leakage. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.